Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, two occurrences of thrombosis occured. In 2004, the patient received a taxus express2 2.5x16mm drug eluting stent in the mid lad. The patient was instructed to take plavix and aspirin. About 61/2 months later, the patient presented to the cath lab with a myocardial infarction. It is believed that the patient was compliant with plavix and aspirin. A thrombosis was found in the stent treated lad. The thrombosis was treated with a 2.5x8mm cypher stent overlapping the distal ewdge of the taxus stent.